Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 20 mm amplatzer amulet left atrial appendage occluder was selected for implant using an unknown delivery sheath for a left atrial appendage (laa) closure. Transesophageal echocardiogram was the imaging modality used. The landing zone measurements at 0 degrees was 13mm, 45 degrees was 12 mm, 90 degrees was 14 mm, and 135 degrees was 18 mm. During the procedure there were multiple attempts to reposition the device. Close criteria was met and a tension test was performed. The device was implanted. After the device was released, the device shifted leaving a 2.75 mm gap that went past the lobe. It was noted on imaging that there was flow around the pulmonary vein side of the disc that extended past the lobe. The amulet was retrieved using a raptor and steerable. The amulet was removed and a non-abbott device was used to complete the procedure. The patient status was stable.